Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with a blank display, due to a broken power connector on the battery tube. The pump had a missing vibrator motor, broken motor, broken and missing end cap, cracked case at the display window corner, minor scratches on the lcd window, a cracked reservoir tube lip, and cracked and bleeding lcd glass.

Event description:
Customer called in stating he damaged his pump the other day he smashed in the car door. Customer stated that the bottom left corner and the whole right side is cracked and damage. Customer blood glucose was unknown at the time of the call. Nothing further was reported.